Event description:
Hamilton medical ag received the following incident description from the partner: during ventilation the stuff realized that the unit restarted, and after the booting process it remained in standby state. They disconnected the patient immediately.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** no UDI required; device was manufactured 06.01.2014.

Event description:
Hamilton medical ag received the following incident description from the partner: during ventilation the stuff realized that the unit restarted, and after the booting process it remained in standby state. They disconnected the patient immediately.

Manufacturer narrative:
Investigation is ongoing.